Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report irregular steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guide catheter (sgc). Some resistance was noted and the physician used iterative movements to get the cds into the sgc. The cds was advanced to the left atrium; however, when the m-knob was applied, the cds would steer in the opposite direction and a key issue was suspected. The cds was removed and replaced. One clip was implanted with the same sgc, reducing the mr from 4 to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty advancing the clip delivery system (cds), sleeve steering issue and suspected key issue could not be determined. Without the device to analyze, a cause for the device issues could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.